Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics twice due to hypoglycemia. The customer's blood glucose reading was under 40 mg/dl at the time of the both events. It was reported that the buttons on the insulin pump were unresponsive. Nothing further was reported.